Event description:
It was reported that the patient experienced a shocking or jolting sensation through the body. The patient felt the sensation when the "cables or wires" were pressed on the back of the head, on the left side. The sensation was also felt when the patient was lying on the left side. There was no known related incident or accident reported. The patient's status was noted to be "undetermined." Additional information was requested but not available as of the date of this report. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).